Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify excessive no delivery alarm and perform error, occlusion and excessive no delivery test due to motor error alarm.

Event description:
The customer stated that he went to the emergency room with a high blood glucose of 441 mg/dl. The customer had been having recurring no delivery alarms prior to the event. Advised the customer that the insulin pump would be replaced due to the recurring no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.